Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating episodes of inappropriate mode switching due to external noise and myopotential oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. The patient will continue to be monitored.

Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right atrial (ra) lead. The noise was suspected to be due to non-confirmed lead damage. Abbott technical support was contacted and recommended provocative testing. No intervention has been performed. The patient was in stable condition.